Event description:
On 04/04/2000, the MFR received a report via a fax from the distributor's account manager that states the following: after implanting the dual device, the surgeon could not get a blood return from one side. The scrub nurse never told surgeon that nurse had noticed some resistance when flushing the device prior to insertion. As a result, the device was removed from the pt and another device was put in without incident. No further details were provided.